Event description:
Consumer complaint of about blood result reading low. Expected blood glucose range should be 90-115 mg/dl. Back to back blood test results were 72 and 68 mg/dl. Meter memory results showed 58 mg/dl, 74 mg/dl, 68 mg/dl, 126 mg/dl, and 110 mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (68) and the highest normal result (115) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Product codes updated.

Event description:
Consumer complaint of about blood result reading low. Expected blood glucose range should be 90-115mg/dl. Back to back blood test results were 72 and 68mg/dl. Meter memory results showed 58mg/dl, 74mg/dl, 68mg/dl, 126mg/dl, 110mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (68) and the highest normal result (115) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).